Event description:
It was reported that the pt developed respiratory distress the day after vns generator replacement surgery. The pt's lead had been implanted in 2008. An ent was consulted who diagnosed the pt with vocal cord paralysis. The pt is under observation and the device has not been turned on yet. Attempts for further information have been unsuccessful to date.